Event description:
The patient reported charging issues between the implant and external equipment shortly after having an MRI. A boston scientific representative performed device evaluation. The problem was confirmed. Labeling indicates exposure to MRI may cause permanent damage to the implant. Explant surgery has been recommended.